Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty and kinking in removing seldinger.

Event description:
The customer reports difficulty and kinking in removing seldinger.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a guide wire and introducer needle for evaluation. Visual examination revealed one major kink around the hub of the introducer needle and two minor bends along the guide wire body. Microscopic examination confirmed the coils were offset near the needle hub and bevel. The guide wire also contained offset coils from 32-35 mm (ruler: c05158) from the distal end. The total length of the guide wire could not be measured as the guide wire was unable to be removed from the introducer needle. The returned guide wire was unable to advance or be retracted through the returned introducer needle. A manual tug test confirmed both the distal and proximal welds are fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit (sz-12853-123a) warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of guide wire/needle resistance was confirmed by complaint investigation. Based on the sample received, operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports difficulty and kinking in removing seldinger.